Event description:
The physician was performing a precut sphincterectomy with a precut sphincterotome. It was reported that during the procedure the needle knife no longer extended from the sheath. The device was removed from the endoscope and the physician noticed the needle knife had detached during diathermy. The needle knife was visualized in the pt immediately after the incident occurred and was not retrieved. The procedure continued with another make of product. The pt returned to the hosp three days later for routine screening and no abnormalities were noted.